Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a plum 360¿ infuser where the customer reported that the device has a smoking scent. There was no patient involvement, no patient harm and no delay in therapy. No additional information was provided.

Manufacturer narrative:
D9 - date returned to mfg on 12/7/2023. Self-test failed to power on. Visual inspection performed and found no evidence of cosmetic damage. The customer compliant was confirmed that the device did have 'a smoking scent', further investigation found that the power supply was burned. The probable cause is faulty power supply.